Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. Failure analysis found damage to the conductor wires insulation. There was no material missing as a result of the damage. The instrument passed an electrical continuity test. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (part# 470205-17/ lot# n12190819-0122) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# sk1734. The alleged event occurred on the 8th use of the instrument. A review of a provided image of the instrument was consistent with the description of a broken cable. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue occurred near the end of a prostatectomy procedure with no patient harm reported. No interoperative collisions were observed.